Event description:
The device was returned to allow for reliability analysis.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, the device was thoroughly inspected and analyzed. Visual inspection confirmed set screw marks on the terminal pin. The helix was found to be retracted, with dried body fluid noted in the helix housing. Further testing confirmed the device to be electrically continuous.

Event description:
Boston scientific received information that during a routine device follow up, this right ventricular (rv) lead displayed low r-wave and high threshold measurements. An x-ray showed no movement from the implant position, however, during the initial implant, the physician believes the helix to have popped out when it was extended and believe it to be a microdislodgement. A revision procedure was performed and the physician repositioned the lead with adequate sensing and threshold measurements, however, defibrillation threshold testing failed at 41j. The physician felt there may have been an issue with the lead, therefore, it was explanted and replaced. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.